Event description:
It was reported that at a routine visit, during device interrogation, the patient with this cardiac resynchronization therapy pacemaker (crt-p) device experienced syncope. The crt-p was successfully interrogated and discovered to be in safety mode. It was noted that electromagnetic interference (emi) oversensing noise was observed on all three lead channels. The device was in dual chamber mode. The physician was able to successfully reprogram the lead channels sensitivity settings and plans to schedule a device replacement procedure. At this time, the device remains in service. No additional adverse patient effects were reported. Subsequently, additional information was received that reported that this device was explanted and replaced with a new device. No additional adverse patient effects were reported. The device is expected to return for analysis.

Event description:
It was reported that at a routine visit, during device interrogation, the patient with this cardiac resynchronization therapy pacemaker (crt-p) device experienced syncope. The crt-p was successfully interrogated and discovered to be in safety mode. It was noted that electromagnetic interference (emi) oversensing noise was observed on all three lead channels. The device was in dual chamber mode. The physician was able to successfully reprogram the lead channels sensitivity settings and plans to schedule a device replacement procedure. At this time, the device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that at a routine visit, during device interrogation, the patient with this cardiac resynchronization therapy pacemaker (crt-p) device experienced syncope. The crt-p was successfully interrogated and discovered to be in safety mode. It was noted that electromagnetic interference (emi) oversensing noise was observed on all three lead channels. The device was in dual chamber mode. The physician was able to successfully reprogram the lead channels sensitivity settings and plans to schedule a device replacement procedure. At this time, the device remains in service. No additional adverse patient effects were reported. Subsequently, additional information was received that reported that this device was explanted and replaced with a new device. No additional adverse patient effects were reported. The device is expected to return for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection of the device case and header showed no anomalies. The device could not be interrogated and was exhibiting no pacing pulses. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. Testing confirmed a normal current drain. The battery was forwarded for detailed analysis and while the battery was confirmed to be depleted, the root cause was unable to be determined.